Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device malfunctioned. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the device was partially deployed with blood present. Only the body of the device and the plunger were returned for analysis. The marker port had evidence of blood throughout, indicating that marking had been achieved. The foot and lever operated normally. There was no indication of the needle strikes at either end of the foot. The analysis did not indicate any evidence of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The analysis confirmed the device was not fully deployed to achieve hemostasis and the cause appears to be related to the user technique and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.estimate date (date of event was unknown).the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.